Manufacturer narrative:
The customer reported they cannot screw on, and returned one sample of material mp5314-c, lot 24099438. Upon initial visual examination, the set had no defects or abnormalities. The set was manipulated to confirm the connection issues reported, and the male luer had difficult to be screwed on. The resistance in the luer confirmed the reported condition. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.the manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.

Event description:
It was reported that bd maxplus pressure rated extension set had connection issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that they cannot screw the product on.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.